Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was discarded, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Complainant's event typically caused by use of excessive force. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the worm suture passer was used repeatedly during the case. The case was completed and three weeks later while reviewing post-op x-rays, the surgeon noticed that a broken piece of the suture passing loop was present in the patient near the aperture of the tibial tunnel. The case was completed without issue and no future intervention is planned due to the position of the wire. Case: knee, multi-ligament repair. Follow-up investigation: the instrument was discarded by the facility when it was found broken in sterilization. At that point they did not know the loop was in the patient. Loop part of the ar-1268 was visible on post op x-ray and CT scan. Surgeon states that he thinks it must have happened during the final passage of sutures on the posterolateral corner tibial tunnel. All other grafts were passed and fixed by then and he did not notice it had broken because he did not need to use it again during the case. The sutures still passed even though the loop was broken. The location of the broken loop is along the posterolateral tibia close to the tibial tunnel aperture.